Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) and ck-mb results generated on the synchron lxi 725 clinical system for two patients. The initial erroneously elevated results were reported outside the laboratory. The patient sample was retested on a different and the results were within the normal reference range. The patient was admitted to the hospital due to the elevated accutni results. No further information is available relating to any further treatment or care. It is therefore unknown if any further treatment or care was provided as a result of the hospitalization.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(6) 2008 investigating the event. The fse reported that the luminometer was not functioning correctly. The fse replaced the part and verified the repair per established procedures. The results met published performance specifications. Hardware issue was addressed by the fse. However, the customer ignored multiple event log events during the time the patient samples were running. Customer error is the root cause for this event. This is one of three separate MDR reports related to three patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02712 and MDR 2122870-2011-02714 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.